Event description:
The customer contact reported unrestricted flow. It was reported that prior to patient use after priming the tubing set with normal saline, "the set keeps dripping after pushing in the flow regulator" on the cassette. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.